Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 86 mg/dl, 25 mg/dl, and 91 mg/dl within 5 minutes on the compact plus system. Customer felt dizzy at the time of the results; she ate something and felt better after. No adverse event reported. The alleged product was replaced and requested for evaluation.